Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device 4). Additional supplemental emdrs were submitted to represent the perfix plug (device 1), perfix plug (device 2), perfix plug (device 3), perfix plug (device 5), perfix plug (device 6). An additional emdr was submitted in gcs to represent the bard soft mesh (device 7). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol perfix plug (x6). As reported, the patient is making a claim for an adverse patient outcome against perfix plug (x6) which were implanted on (B)(6) 2011. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011- patient was diagnosed with large incarcerated left inguinal hernia, large defect in left lower quadrant, thereby underwent open repair with implant of perfix plugs (device 1,2,3,4,5,6), bard soft mesh (device 7). Per op notes, ¿a large hernia noted and palpable in the left groin with omentum in left hemiscotum. A large hernia defect in left lower quadrant with hernias in the floor of left inguinal canal. An indirect hernia was also noted in the left inguinal region. There were large direct and indirect hernias in the floor of left inguinal area. These hernia sacs were carefully dissected. The hernia contents were reduced. An extra-large perfix plugs (device 1,2,3,4,5,6) were superiorly to the conjoined tendon and were sutured together. Another hernia in floor of the left inguinal region was identified and repaired by placing a bard soft mesh (device 7) and sutured¿. (B)(6) 2016- patient had abdominal pain. (B)(6) 2018- patient had hernia repair. (B)(6) 2021- patient was diagnosed with recurrent left inguinal hernia, pain, thereby underwent robotic assisted laparoscopic repair with explant of perfix plugs (device 1,2,3,4,5,6), bard soft mesh (device 7) and implant of synthetic mesh. Per op notes, ¿fibrosis from the perfix plugs were noted. All old meshes were excised. A synthetic mesh was placed covering the whole defect and sutured¿.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol perfix plug (x6). As reported, the patient is making a claim for an adverse patient outcome against perfix plug (x6) which were implanted on (B)(6) 2011. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #4). Additional emdrs were submitted to represent the bard/davol perfix plug (device #1,2,3,5,6) should additional information be provided, a supplemental emdr will be submitted. Not returned.